Event description:
The pt called to report that the pt used the suspect device to check the pt's blood glucose. The pt obtained a result of 189mg/dl and took insulin. About fourty five mins later, the pt retest and the result was 194mg/dl. The pt began to feel low and became confused. Medics were called and transported the pt to the hospital. At the hospital the pt's blood glucose was 50mg/dl. The pt was given apple juice by the medics and treated for low blood glucose with dextrose IV at the hospital. The suspect device was replaced with new product and authorized for return to the MFR for evaluation.